Event description:
A trilogy evo ventilator was reported to be inoperable when turned on. There was no harm or injury reported associated with this alleged issue. The ventilator was returned to a third-party service center where they reported to have confirmed the complaint and indicated the issue was a damaged display printed circuit board assembly. No additional information has provided at this time.